Manufacturer narrative:
(B)(4).

Event description:
It was reported that a healthcare professional (hcp) experienced difficulty filling or aspirating the reservoir at refill. The hcp was able to aspirate the reservoir but was unable to fill it. The hcp was expecting 4ml and got back 4.5-5ml. The hcp then attempted to refill: he injected 5ml and then pulled it back (technique), continued to inject 6ml more and could not get any more medication into the pump. The hcp could also not aspirate what was in the pump. The reporter tried different refill kits and attempted to hold negative pressure with no success. The clamp was confirmed to be not clamped. The hcp was taking breaks and ¿letting the pump sit¿ before trying to access it again. Imaging was used to confirm that the needle was in the pump. The patient had not been exposed to a hyperbaric chamber or scuba diving. The hcp later stated he was able to inject 10ml of drug into the reservoir but could not inject any more than that and updated the pump with that information. The hcp indicated that he would be replacing the pump prior to the low reservoir alarm date which was set for (B)(6) 2015. The pump would be sent back to the manufacturer for analysis. The pump was used to infuse hydromorphone, clonidine, and bupivacaine. No outcome was reported for this event. Follow up was conducted to obtain information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 87 09sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient had a pump replacement for normal battery end of life (eol) longevity, and the hcp tried, but was unable to aspirate the catheter of drug.